Event description:
Esrd patient came into center on 10/6/97 for routine hemodialysis. Pre dialysis weight was 59.5 kg. On admission there were no complaints. At 1140 hours dialysis was initiated without problem. The dialyzer used was a reprocessed f80. At 1350 hours the pt experienced shortness of breath. At this time the vp 180, ufr 0.6, tmp 40, and bp 135/80. There was an increase in respiratory distress, wheezing was apparent, 02 saturation was 97%. At 1350 hours "911" called to transport the pt to the hospital. The pt was intubated and on a ventilator. An emergent hemodialysis treatment was performed, the pre weight was approx 4-5 kg. Higher than the previous predialysis weight. The pt did well with fluid removal and was taken off the ventilator and extubated. He was discharged on 10/8/97 with no sequelae.